Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of an inserter shaft broke off while inserting a cage during surgery. An alternative inserter was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
The returned inserter was evaluated. The tip was found to be fractured. There were no other signs of damage on the device. It is likely that off-axis forces placed on the device during spacer insertion caused the tip to break off. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.